Event description:
It was reported that a patient underwent a breast lift procedure on an unknown date and suture was used on the skin. The patient developed a reaction in the wound. The surgeon performed another operation and replaced the skin sutures with another like suture.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-01809, 2210968-2013-01811 and 2210968-2013-01838. The same patient is represented in each medwatch.